Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "the clips did not close completely. So the clips slided on the arteria cystica and on the other tissue. The distal part closed. Proximal of the clip did not close."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering found that the jaws did not fully close when initially activating the device. When the clip applier was disassembled an internal component was found to have separated which may have prevented the jaws from actuating properly, resulting in non-optimal clip closure. The exact cause of the separation is unknown; however, this type of internal damage may occur if the jaws of the device are closed on an obstruction with enough force to cause the internal component to separate. Per applied medical's instructions for use, "verify that the ligation site is free of obstructions or other clips before firing." All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.